Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it is presumed that it was due to improper reprocessing. The event can be detected/prevented by handling the device in accordance with the following in the instructions for use: the suggested event can be detected and prevented by handling the device in accordance with the following IFU. Instruction manual evis exera olympus gif-1th190 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera olympus gif-1th190 reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported defect of suction channel, unable to put cleaning brushes through. Scope was not cleaned. The issue found during reprocessing. No harm was reported. No patient harm, no user injury reported . Device evaluation found the suction cylinder clogged with a foreign material. This report is being submitted due to the finding of foreign material in the suction cylinder (device reprocessing problem, insufficient reprocessing, handling issue ) identified during device return evaluation .

Manufacturer narrative:
Follow up communication with the customer reported that cleaning brush was not able to get through after use. Customer stated the scope was checked before use and was not used after the cleaning brush was not able to get through. Customer reiterated that the cleaning brush got stuck, and they stopped using it, and have not used it since. No further information was provided. The subject device was received and evaluated . Device evaluation, service repair noted the suction cylinder is clogged with a foreign material of an unknown origin. This condition was likely attributed due to handling/reprocessing issue. Furthermore, the following defects/findings were identified during device inspection: distal end insulation inspection check failed. Guide rod lens found cracked. Insertion part (ccd) cover lens chipped. Lens glue has discoloration. Ccd cover lens has discoloration. Bending section (a-rubber) porous noted. Bending tube deformed. Scratch found on connecting tube pocket pouch and switch box unit, universal cord. Air/water nut painting found peeled off. Suction cylinder control unit wrong attachment. Plug unit found cracked. Angulations failed inspection- out of specifications. Investigation is ongoing. This report will be supplemented accordingly following investigation.